Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged that when activating the cardio pulmonary resuscitation function the head section would not lower. No pt impact.